Event description:
It was reported that the patient experienced a loss of therapeutic effect. It seemed as if her symptom relief was going "in reverse" since having a knee replacement on (B)(6) 2012. It was noted that after implant it didn't really work at first until she was reprogrammed. Overall, it worked well during the day but the patient was experiencing a decrease in therapeutic benefit during the nighttime. Leakage at night had been occurring since implant but became more severe following the knee surgery. No stimulation sensation was felt at 2.0 volts on program 3, but after increasing to 2.2 volts she felt a "pricking" or painful sensation and something dull in the pelvic floor area. The patient changed programs and at 1.70 volts stimulation was more of a vibration and was higher in the pelvic floor. The adjustment helped improved symptoms during the day, but the patient had increased leakage at night, specifically when getting up from lying down. Additional information has been requested but was not available as of the date of this report.

Event description:
Subsequent information received reported that the patient was still having concerns regarding her device or therapy, but was working with her doctor or manufacturer representative. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v850462, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, (B)(4).